Event description:
An altitude alarm was declared by the pump, causing the customer's insulin to be suspended. The reported blood glucose level did not exceed 500 mg/dl, indicating no severe adverse impact to the customer's health. Due to the altitude alarm, the customer was instructed by technical support to clean the pump's speaker holes and reconnect the cartridge, but the issue persisted. Technical support then advised loading a new cartridge and resuming insulin, allowing five minutes to see if the issue resolved. The pump was ultimately slated for replacement; however, action was deferred as the patient was out of warranty, leading to further coordination with sales.